Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having high blood glucose. The blood glucose reading at time of the call was 463mg/dl. Troubleshooting was performed. The daily totals matched to the basals and boluses. Ran a fixed prime test and the insulin exited. The customer's daughter stated that she will take her mother to the hospital because the customer's blood glucose was not dropping. No further info was provided.